Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 112 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer took 10 units of novolog based on the 112 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) and 112 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer took 10 units of novolog based on the 112 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.